Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent dislodgement inside the pt, removal difficulties, stent damage, and pt vessel damage occurred. The severely stenosed lesion was located in the heavily calcified left renal artery with significant tortuosity. The right femoral artery was the access site. A mach 1 and another manufacturer's 6 french guide catheter were both attempted to be used unsuccessfully, due to poor support. Then another manufacturer's 7 french guide catheter was advanced. The lesion was predilated with a 5.0x20mm maverick balloon inflated for 18 seconds at 9atm. A filter wire ez was placed. Then a choice pt extra support guide wire was used, and the express 6.0x18mm stent delivery system was unable to be advanced to the lesion. When the stent catheter was attempted to be removed, the stent came off the balloon and off the guide catheter. Multiple attempts to remove the stent were unsuccessful. Two platinum plus guide wires and a system of snares and a vascular bioptome were used to pull the stent from the groin with another manufacturer's 9 fr sheath used for support. The stent was pulled with the sheath and the initial guide wire, leaving a large wire in the site. The stent was removed, and was reported to be damaged (crimped) with some evidence of some tissue attached to it. Vessel damage to the endothelium was reported. A 1.5x15mm maverick balloon was advanced and withdrawn. The 10 french sheath was reinserted. However, the vessel trauma with the sheath produced a low flow state distally and there was some haziness distal to the puncture site consistent with either thrombus or dissection. The procedure was discontinued due to the vessel damage, and all devices were removed. The pt was recommended for surgical revascularization at a later date. The pt condition is reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.